Event description:
Patient undergoing scheduled outpatient robotic repair of incisional ventral hernia. Intra-op, surgeon noted that robotic scissors/shears not closing properly. Malfunctioning equipment immediately removed and new equipment obtained for case. No apparent harm to patient.